Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet entered bg run mode after a new sensor was placed and readings ceased, which interrupted automated insulin delivery until the agent assisted with reconnecting the sensor. Symptoms included hyperglycemia, with a reported peak of 251 mg/dl and elevated glucose outside target for approximately 12 hours, without loss of consciousness, dka, or other acute effects. Outcomes included temporary limitation of therapeutic effectiveness due to suspension of automated insulin dosing. Investigation included technical support troubleshooting and user guidance to reconnect the sensor to the ilet. Investigation of this case revealed that the system behavior was consistent with loss of sensor glucose data leading to bg run mode. It was concluded that the event was attributable to sensor connectivity loss resulting in interruption of automated insulin delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.